Event description:
The patient reported she has developed a red, itchy rash under the skin barrier. The rash has persisted for approximately 4 months. No further information was reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.